Event description:
During the implantation procedure on (B)(6) 2020, the distal tip of the catheter broke off inside the patient. Graspers were used to remove the foreign object. There was no patient injury.